Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said their ins flipped in the pocket. The manufacturer representative said the patient reported the ins was vertical in the pocket and it was tender at the pocket site, so they pushed the ins down flat in the pocket. The patient now felt stimulation at the ins pocket site. The patient had called the manufacturer representative about the pocket site stimulation the evening of (B)(6) 2021 and had been asked to call their urologist.  They went to the doctor's office and the doctor performed an x-ray. The x-ray confirmed the ins was not flipped in the pocket. The patient planned to meet with the doctor again the day of the report. Two days later, it was reported the patient was complaining of pocket site stimulation and there was a possible chance the battery was flipped in the pocket. The patient had an x-ray done, was scheduled for a computerized tomography (CT) scan, and had an impedance check run. The impedance check showed all four green checks. The x-ray and impedance check were performed on (B)(6) 2021. The patient was instructed to turn off stimulation until they were booked for surgery in two weeks, in february, to look at the lead and battery. The patient turned off stimulation. The date was unknown at the time of the report. The issue was not resolved at the time of the report.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that surgery was performed, the physician inspected the lead and battery integrity and ran impedance check. The lead and ipg were left in the patient. The physician will determined next steps in the surgery. The patient does not know what happen specifically.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The rep reported that a surgery was planned on (B)(6) to try and determine issue. No further complications were reported/anticipated at this time.